Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 11, 2015.

Manufacturer narrative:
Additional information was received on 07/01/2015. Confirming that the product was received and the balloon had a small opening on the blue finger pocket causing the leak. Product was destroyed on (B)(6) 2015. Information was received on 07/22/2015 confirming that the third party manufacturer reviewed the routers used to manufacture lot # 14vm542271 and no deviations were noted outside the normal process parameters. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product issues if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
A nurse reported after the device had been in place approximately two hours, the device was noted to be leaking and the bulb had a hole in it. She further reported the device was removed and replaced. In addition the nurse reported that the patient had clostridium difficile.